Event description:
In 2005 - a dental implant was placed in tooth location #30. Subsequently the patient was experiencing pain. The following month- the implant was removed from the patient's mouth. In 2006 - the clinician's assistant was contacted. She stated the patient's implant was removed primarily because of pain. After the implant was removed the pain dissolved. The patient was seen post-operative and was re-implanted. The patient is doing well with no problem.